Event description:
See also manufacturer report 3004209178201002773. The patient was mowing the lawn when he "twisted wrong". He subsequently experienced a burning sensation at the ins site when the stimulation was on. He had not used the device since (B) (6) 2009; he was recharging it every three days while keeping the stimulation off. Per the manufacturer representative, the patient was not getting good stimulation with one of his subcutaneous leads and impedance check showed one electrode to be out of range. It was recommended that the patient return to the clinic for x-ray. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).